Event description:
Reporter alleged obtaining results of 161 mg/dl, 324 mg/dl and 173 mg/dl on the advantage system compared back to back with a result of 142 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.